Manufacturer narrative:
Tracking number (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: while inserting anchor bag trs 100sb2 (non-covidien product), a piece of the 11mm cannula broke off and fell into patient. Piece was retrieved and case proceeded a normal there was no unanticipated tissue loss. There was no unanticipated tissue damge. There was no delay over 30 minutes. A device fragment fell in the patient cavity. No device fragment was left in the patient.